Event description:
It was reported that the remote user interface joystick 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.